Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Biomed technician from a hemodialysis clinic reported to technical support that a brown connector was fused to the probe on an air separator causing a fluid leak on a 2008t hemodialysis machine. There was no patient involvement. Follow up with the biomed technician indicated that the connector was either burnt or corroded. The machine did not alarm. The machine was pulled from the floor and a replacement air separator was installed which resolved the issue.